Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. No medical records or no medical images have been made available to the manufacturer. The device has been returned to the manufacturer for evaluation. As the lot number for the device has not been provided, a review of the device history records could not be performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during removal of a vena cava filter at the time of the scheduled retrieval, additional force was required to remove the filter. Upon removal, it appeared that tissue from the vena cava was attached to the filter. There was no reported intervention or patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: tissue and clot material was found on the filter. Six legs and one arm were stuck together due to the tissue/clot. All 6 arms and 6 legs were attached and intact. No other visual anomalies were identified on the returned device. Functional/performance evaluation: no functional/performance evaluation performed. Medical records review: no medical records have been made available to the manufacturer. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the filter was returned. As a video of procedure was not provided, the investigation is inconclusive for removal difficulties. Based upon the available information, the definitive root cause for this event is unknown. It is unknown if patient and/or procedural factors contributed to this event. Labeling review: the current IFU (instructions for use) states: - warnings: do not attempt to remove the denali® filter if significant amounts of thrombus are trapped within the filter or if the filter snare hook is embedded within the cava wall. Remove the denali filter using an intravascular snare only. Refer to the ¿optional procedure for filter removal¿ section for details. - precautions: the retrieval of the denali vena cava filter should only be performed using minimum 9f i.d./11f i.d. Dual retrieval sheaths. Misuse of these devices or improper retrieval technique may result in intimal injury or caval narrowing. Care should be taken when advancing the 9f retrieval sheath in the caudal direction to avoid completely covering the arms and legs. - optional procedure for filter removal: slowly advance the loop forward over the filter snare hook. Reduce the loop diameter by advancing the snare catheter while simultaneously pulling the snare backwards until the loop engages the filter snare hook. - note: under fluoroscopic guidance, ensure that the loop of the snare has properly engaged the filter snare hook and that the filter snare hook, retrieval sheath and snare are aligned. Be careful to snare the top of the hook; not the side. The marker tip of the snare catheter must be cephalad to the filter snare hook. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.